Event description:
As reported by the field, prior to the procedure, there was a discrepancy between the outer box label and the content, so the emboguard 87, 95 cm balloon catheter (bg8795u, 9097646) was not clinically used. As the attached photos, the specification label on the outer box indicated 85cm but the content was 95 cm, the product code was correct.

Manufacturer narrative:
Product complaint # (B)(4). The carton box label of the emboguard device is visible in the provided photographs. Review of the photographs showed evidence of the working length of the carton label printing was different from the printing of the effective length of the pouch label. The working length printed on the carton label was 85cm, while the working length printed on the pouch was 95 cm. The returned pouch was unopened, and the working length was measured through the pouch with a strait scale and confirmed that it was 95cm. It was confirmed that the product code number printed on the carton label and the pouch label were both the same for bg8795u. From the photographs provided, it was confirmed that the printing of the working length of the carton label did not match the product inside and confirmed the complaint event. All DHR records are complete, and a certificate of conformance is present, demonstrating compliance with the quality system release criteria. There were no capas, non-conformances or deviations associated with this build. Therefore, the product met all product release specifications. Conclusion : review of the photographs provided showed evidence of discrepancies between the printing of the working length on the carton label and the contents. From the photographs, it is possible that the product was shipped with an incorrect indication of the working length on the carton box label. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h11. Complaint conclusion: as reported by the field, prior to the procedure, there was a discrepancy between the outer box label and the content, so the emboguard 87, 95 cm balloon catheter (bg8795u, 9097646) was not clinically used. As the attached photos, the specification label on the outer box indicated 85cm but the content was 95 cm, the product code was correct. All DHR records are complete, and a certificate of conformance is present, demonstrating compliance with the quality system release criteria. There were no deviations associated with this build. Lot#: 9097646 is associated with a CAPA, CAPA: 013737 ¿ the units within lot#: 9097646, had the incorrect label description and supplier non-conformance, nr-0229803 - the units within lot#: 9097646, had the incorrect label description. The label referenced the length of 85cm, where the product code and the product itself was 95cm. Lot#: 9097646 has been risk assessed risk assessed and concluded to have no product quality or patient safety impact. The initial examination of the unit carton on the returned emboguard product identified that label seal was intact and there was no damage to the unit carton. It can be assumed the tamper evident seal was torn during transport as it was not reported prior to the procedure. The complaint report detailed that ¿there was a discrepancy between the outer box label and content, so the emboguard was not used¿. The outer labels on the returned device showed that the working length indicated the device was a 85cm unit, whereas the product code indicated it is a 95cm device. The pouch labels and seals were present and intact, with the correct information displayed. While the complaint event was confirmed the root cause was not determined. The complaint appears to be a result of a label misprint, as a result a non-conformance (nc) has been opened to investigate the incident with the external manufacturer. A corrective and preventive actions (CAPA) has also been raised to investigate the issue internally. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.